Event description:
Impella 5.5 smartassist device placed. Nine days later, the device started to alarm "impella stopped" during patient ambulation. The patient was returned to his room and the impella was placed to p8 by the critical care physicians. The alarm continued with any patient movement. The device was removed later that day during heart transplant procedure. The explanted device is sequestered at the facility.